Event description:
Argenine hc1 was infusing into double lumen feeding tube. 27 cc's delivered over 1.5 hours. Autosyringe was programmed to deliver 1.2 cc/hr with a volume limit of 30 cc's. All settings for the autosyringe had been checked by two rn's prior to use. The baby's abdomen became distended and the infant's girth increase by 2.5 cm. The infant required aspiration of stomach contentsinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.